Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the display was not working properly, the device failed incoming vxi testing due to its liquid crystal display missing pixels. Analysis also noted that one side bail cover was broken. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator's lower display was not displaying properly. The generator was returned for service. No patient complications have been reported as a result of this event.